Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) female consumer reporting on self from the united states. The medical history included hives, once in a while, nerve damage, thyroid disorder, high blood pressure, diabetes, depression and allergy to metal, codeine, penicillin, coconut, pineapple and makeup. The concomitant medications included gabapentin, 300 mg since five years for nerve damage, levothyroxine, 88 micrograms since thirty years for thyroid disorder, lisinopril, 20 mg since thirty years for high blood pressure, metformin, 500mg, twice since five years for diabetes and venlafaxine, 75 mg since two months for depression. On (B)(6) 2013, the consumer used k-y brand touch two-in-one warming oil and personal lubricant, vaginally, quarter size amount, squeezed into palm of her hands, once for lubrication (lot number 0221c and expiration date unspecified) on herself. The next morning, she developed hives all over her body and where the lubricant touched her skin including her thighs, feet, bottom and genital area which she stated as an allergic reaction. She described that the hives started below her waist and spread throughout her body and she could feel her throat close up. She stated that the welt on the palm of her hands where she had poured the oil onto developed a red circle surrounded by a blue outer ring which was itchy and was described as marks. The device was not used further. After three days, at 4 am in the morning, she visited emergency room and she was treated with four unspecified intramuscular injections and epinephrine on her arms and her hip. On an unspecified date, blood tests were performed and the result was unknown. She stated that she almost went into an anaphylactic shock. She had used the device before and it caused her itching all over her body. The events were resolving but there were still a welt or two left on her body. This report was assessed as serious (required intervention). The company causality was assessed as possible. Additional information received on (B)(6) 2013. The expiration date of the device was updated to 30-sep-2013. The consumer consulted a health care professional and was diagnosed with an unknown allergic reaction. The consumer was treated with five injections in total consisting of intravenous epinephrine, benadryl (diphenhydramine) and hydrocortisone along with steroid pack and famotidine. She experienced hives were on and off and finally on (B)(6) 2013 all the events resolved. She also mentioned that earlier she had suspected that the events were due to something she ate but later she realized that she had not ate anything that she had not had earlier. Device history records were reviewed and no deviations or non-conformances were noted. Analytical and visual inspection was performed on the retain sample and all results met specification. Manufacturing/ facility issues and related product changes were reviewed and no issues were found related to the reported reactions alleged by the consumer. No evidence was found that would indicate that the cause of the complaint occurred during the manufacturing/ packaging process of the product. This complaint would be closed as undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains serious (required intervention). Additional information received on (B)(6) 2013 from physician. The medical history of the consumer included hypertension, hypothyroidism and hyperlipidemia. On (B)(6) 2013, she visited the emergency room for rash and hives. She had no signs of anaphylaxis, she stated that she forgot to take metformin medication for diabetes and she was instructed to take metformin, one tablet, three times for three days. The blood sugar level was above 300. This report remains serious (required intervention).

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) female consumer reporting on self from the united states. The medical history included hives, once in a while, nerve damage, thyroid disorder, high blood pressure, diabetes, depression and allergy to metal, codeine, penicillin, coconut, pineapple and makeup. The concomitant medications included gabapentin, 300 mg since (B)(6) for nerve damage, levothyroxine, 88 micrograms since (B)(6) for thyroid disorder, lisinopril, 20 mg since (B)(6) for high blood pressure, metformin, 500mg, twice since (B)(6) for diabetes and venlafaxine, 75 mg since (B)(6) for depression. On (B)(6) 2013, the consumer used k-y brand touch two-in-one warming oil and personal lubricant, vaginally, quarter size amount, squeezed into palm of her hands, once for lubrication (lot number 0221c and expiration date unspecified) on herself. The next morning, she developed hives all over her body and where the lubricant touched her skin including her thighs, feet, bottom and genital area which she stated as an allergic reaction. She described that the hives started below her waist and spread throughout her body and she could feel her throat closed up. She stated that the welt on the palm of her hands where she had poured the oil onto developed a red circle surrounded by a blue outer ring which was itchy and was described as marks. The device was not used further. After three days, at 4 am in the morning, she visited emergency room and she was treated with four unspecified intramuscular injections and epinephrine on her arms and her hip. On an unspecified date, blood tests were performed and the result was unknown. She stated that she almost went into an anaphylactic shock. She had used the device before and it caused her itching all over her body. The events were resolving but there were still a welt or two left on her body. This report was assessed as serious (required intervention). The company causality was assessed as possible. Additional information received on (B)(4) 2013. The expiration date of the device was updated to 30-sep-2013. The consumer consulted a health care professional and was diagnosed with an unknown allergic reaction. The consumer was treated with five injections in total consisting of intravenous epinephrine, benadryl (diphenhydramine) and hydrocortisone along with steroid pack and famotidine. She experienced hives were on and off and finally on (B)(6) 2013 all the events resolved. She also mentioned that earlier she had suspected that the events were due to something she ate but later she realized that she had not ate anything that she had not had earlier. Device history records were reviewed and no deviations or non-conformances were noted. Analytical and visual inspection was performed on the retain sample and all results met specification. Manufacturing/ facility issues and related product changes were reviewed and no issues were found related to the reported reactions alleged by the consumer. No evidence was found that would indicate that the cause of the complaint occurred during the manufacturing/ packaging process of the product. This complaint would be closed as undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains serious (required intervention).

Event description:
This spontaneous report was received on (B)(4) 2013, from (B)(6) caucasian female consumer reporting on self from the united states. The medical history included hives, once in a while, nerve damage, thyroid disorder, high blood pressure, diabetes, depression and allergy to metal, codeine, penicillin, coconut, pineapple and makeup. The concomitant medications included gabapentin, 300 mg since five years for nerve damage, levothyroxine, 88 micrograms since thirty years for thyroid disorder, lisinopril, 20 mg since thirty years for high blood pressure, metformin, 500mg, twice since five years for diabetes and venlafaxine, 75 mg since two months for depression. On (B)(6) 2013, the consumer used k-y brand touch two-in-one warming oil and personal lubricant, vaginally, quarter size amount, squeezed into palm of her hands, once for lubrication (lot number 0221c and expiration date unspecified) on herself. The next morning, she developed hives all over her body and where the lubricant touched her skin including her thighs, feet, bottom and genital area which she stated as an allergic reaction. She described that the hives started below her waist and spread throughout her body and she could feel her throat closed up. She stated that the welt on the palm of her hands where she had poured the oil onto developed a red circle surrounded by a blue outer ring which was itchy and was described as marks. The device was not used further. After three days, at 4 am in the morning, she visited emergency room and she was treated with four unspecified intramuscular injections and epinephrine on her arms and her hip. On an unspecified date, blood tests were performed and the result was unknown. She stated that she almost went into an anaphylactic shock. She had used the device before and it caused her itching all over her body. The events were resolving but there were still a welt or two left on her body. This report was assessed as serious (required intervention). The company causality was assessed as possible.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.